Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a driveline disconnect was confirmed via log file analysis. A review of the log files contained data spanning approximately 3 days ((B)(6) 2023 per timestamp). On (B)(6) 2023 from 22:42:45 ¿ 22:42:58, the driveline was disconnected causing the pump to stop. Driveline disconnect, pump off, and low flow alarms were active during this event. Once the driveline was reconnected, the pump re-started within 4 seconds to operate at a speed above the lsl. No other notable alarms were active in the log file. The heartmate 3 system controller ((B)(4)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline disconnect and no external power alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. D, section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use, rev. C, section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR# 2916596-2023-01324; 2916596-2023-01325. It was reported that the patient experienced a pump stop on (B)(6) 2023 at 22:42 lasting 17 seconds. These appeared to be the result of a driveline disconnect. The log file captured 2 series of no external power event on (B)(6) 2023 that were caused by the power to the mobile power unit (mpu) being briefly interrupted.